Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter read inaccurately high, and gave "error 1" and "error 2" messages. The pt tests her blood glucose 4 times a day. She normally tests before meals and at bedtime. The pt takes a set dose of 15 units novolog insulin 3 times a day. She also takes set dosages of 45 units levemir insulin in the morning and 40 units at night. The pt takes 5 units of sliding-scale r-insulin if her blood glucose level is over 200 mg/dl. However, the pt mentioned that her blood glucose level only goes over if she is on prednisone therapy. Five days prior, the pt claimed that she got a normal reading around lunchtime and proceeded to take her normal dose of 15 units novolog insulin. That same day, the pt ate a usual sized dinner and then took her usual dosages of novolog and levemir insulins. Before going to bed, the pt tried to test her blood glucose but got "error 1" and "error 2" messages. The pt keep testing until she got a "high" message that appeared on the meter's display around 10:30 pm. The pt did not know how high her blood glucose was but assumed that it was higher than "200 mg/dl." The pt then took 5 units of sliding-scale r-insulin and ate a snack before going to bed. The pt planned on waking up an hour later to recheck her blood glucose. At 12:30 am, the pt woke up shaking and sweating. She tested her blood glucose and got "42 mg/dl". The pt administered self-treatment by drinking chocolate soymilk and eating a donut. The self-treatment helped relieve her symptoms. The pt retested her blood glucose when she felt better however, she could not recall what result was obtained. The pt denied tested her blood glucose on another meter during the time of concern. She also denied seeking or receiving medical attention from a health care provider during the time of concern. During troubleshooting with the one touch customer advocate (otca), the pt performed a control solution test that passed. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after taking too much insulin based on an inaccurate high meter message. There is no evidence that the "error 1" and "error 2" messages contributed to the pt's symptoms/injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.